Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed at start up. Device stopped at boot logo screen when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The hamilton vigilance reporting decision strategy prescribes to report startup issues. There was an audible alarm. No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed at start up. Device stopped at boot logo screen. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - there was an audible alarm. - no device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. It was alleged that the startup failed - ventilator alarmed without visible alarms or logging tfs in the event log (boot logo, stuck on loading. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, an esm board was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the esm board, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed at start up. Device stopped at boot logo screen. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The hamilton vigilance reporting decision strategy prescribes to report startup issues. There was an audible alarm. No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.